Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device pocket of this cardiac resynchronization therapy defibrillator (crt-d) system had become red and swollen, and it was suspected that an infection had developed. It was noted that the patient was thin, and the device had eroded through the pocket. Subsequently, device replacement was scheduled. During the device replacement procedure, three different torque wrenches were used in an attempt to remove this left ventricular (lv) lead from the header and replace the device. However it was determined that the lv port was crushed, the setscrew would not rotate, and the lv lead could not be removed. As a result, the crt-d was surgically repositioned to a submuscular location to avoid the risk of damaging the lv lead. This crt-d system remains in service. No additional adverse patient effects were reported.